Manufacturer narrative:
(B)(4). D4: correction. H6: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.